Event description:
It was reported that the pump is for repair. The event date is unknown. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. E1: 01 49 95 86 22. Device evaluation: one device was received. A visual inspection found a damaged dso seal, damaged battery compartment, scratched lens, and damaged ac connector. A review of the event history log found several high alarm: downstream occlusion messages. During the functional testing, the accuracy test failed due to the defective expulsor. The primary problem found was with the defective dso sensor. The dso sensor, dso seal, battery compartment, lens, ac connector were replace and the expulsor was sanded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.